Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit device was implanted on (B)(6) 2013. As reported by the patient's attorney, an unknown sling device was implanted on (B)(6) 2014 due to urinary incontinence. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Correction to field b1 (adverse event/product problem). Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code 3191 captures the reportable event of surgery. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit device was implanted on (B)(6), 2013. As reported by the patient's attorney, an unknown sling device was implanted on (B)(6) 2014 due to urinary incontinence. Boston scientific has been unable to obtain additional information regarding the event to date.